Event description:
It was reported that pump experienced malfunction with displayed code and no notable events occurred before issue. There was no reported impact to customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if malfunction returned, which customer understood.